Event description:
It was reported that on (B)(6) 2024, a 21 mm regent aortic mechanical heart valve was selected for implant. During implant, the "back lobe of the implant doesn't open and close smoothly." After the valve was implanted, it would not open when water was pumped. The valve was removed. The leaflets were not tested after removal. The valve was exchanged for a new 21 mm unknown manufacturer valve. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of leaflets not opening and closing smoothly was reported. The device was returned to abbott for investigation. No anomalies were found with the valve leaflets with both leaflets able to fully open and close without resistance. Hydrodynamic examination indicated the valve met functional specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.